Event description:
Per the audiologist's report, the electrode array of this pt's device has shown increasing numbers of open circuited electrodes over time. The open circuited electrodes were deactivated in the sound processor program. In 2007, clinic testing showed normal receiver/stimulator function, but 8 open circuited electrodes. The audiologist reported that the pt's speech perception scores decreased, even after reprogramming. The surgeon explanted the device the following month and reimplanted the pt with a new device.